Manufacturer narrative:
Submit date: 3/6/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2018, service found the buzzer was not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the service technician found the buzzer was not working. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.